Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. The customer will continue to use the pump for diabetes management.